Event description:
International customer reported that the suture broke during use. No adverse pt consequences were reported.

Manufacturer narrative:
Result code: unopened representative samples were tested for knot pull tensile strength and the results meet requirements. Opened and unopened samples were visually examined and vacuum tested for seal integrity. The samples failed. Conclusion code: no tensile failure detected and the samples met specification. The seal integrity was out of specification in a manner that relates to the event. This is one of five medwatch reports being submitted as five separate devices were used. See 2210968-2008-00754, -00755, -00757 and -00758 for all associated medwatch reports. The same pt is represented in each medwatch.